Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused 50cc of cefoxitin (2grams/50ml) over 6 minutes. The pump was programmed at a rate of 100 ml/hr with a volume to be infused of 50 ml and was to be delivered over 30 minutes. After a follow up conversation with the customer, it was noted that the device was swapped out immediately after the flow rate issue. The biomed tested the device at multiple flow rates and passed all testing, so the pump was placed back into service. It was also reported there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4) the device 510k number was updated to reflect the device being a v8 spectrum pump. The serial number was also added.

Event description:
Additional information was received from the customer on (B)(6) 2016. The device was identified as a v8 spectrum pump and a serial number was given.